Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a full review of the DHR and oms history was completed for lot 8150845. There was no in process deviations found that could be linked to the complaint failure mode while the parts were being manufactured.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received primary attune tka to treat severe djd. The patella was resurfaced and competitor depuy x 1 was utilized. The surgeon notes the patient had preexisting flexion contracture and valgus deformity. The procedure was completed without complications. Patient received a left knee revision to treat pain secondary to loosening of the tibial tray. The femoral component was well-fixed but revised to accommodate the revision construct. The tibial tray was loosened and debonded at the cement to implant interface and revised. There was no reported product problem with the revised tibial insert. Patella was retained. The patient was revised with a competitor revision knee. The procedure was completed without complications. Doi: (B)(6) 2016, dor: (B)(6) 2019, left knee.